Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient was allergic to the metal in the ins and the lead, but the patient did not clarify the allergy until after the placement. The hcp reported the cause of the ins corner coming up from under the skin was wound dehiscence of the pulse generator incision site. The hcp reported the cause of the wounds (holes) not healing over the lead and ins was the patient¿s allergy to the metal, and it had not resolved but had since recurred again. The hcp reported there were no actions taken to resolve the reported issues, they had only discussed the removal of the device, and the patient would call when they were ready to proceed with the removal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their doctor does not know if it¿s a metal allergy but thinks it¿s a metal allergy because the skin where they have the implant would not heal. The patient repeated previously reported information and added that the ins hole was the size of a nickel. The patient stated the doctor didn't know why it was happening. The patient reported that other than the issue with healing the implant/therapy was working correctly and they didn't want to have it removed because they were getting good therapy and didn't want to lose the therapy. The patient was redirected to discuss with their healthcare provider. The patient also reported the cause of the ins corner coming up was not determined and when asked for the steps taken to resolve it they reported the doctor had not seen anything like it and told them to come back to remove the device because there was nothing more they could do. The patient stated they just make sure the wound is clean, so they don't get an infection. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient inquired if the ins and lead were made of metal; it was reviewed that they were. The patient reported they had two holes that had not healed. One hole was where the lead was implanted since implant, and the healthcare provider did a revision to try and close the hole in (B)(6); the skin around the lead had healed. The patient stated the second hole was where the ins was located since the middle of (B)(6), and they had noticed a bruise around the implant at the ¿end of (B)(6), after (B)(6),¿ and a corner of the device was coming up from under the skin also since the middle of (B)(6). The patient confirmed the device was not coming through the skin, but a corner was popped up. The patient reported that prior to implant they were aware that they had a metal allergy, but the patient did not know what type of metal they were allergic to. The patient stated prior to implant, the healthcare provider told the patient that since the ins and lead go under the skin the patient would not be affected by their allergy. The patient stated their healthcare provider confirmed there was no infection and there was no leaking where the holes were located. The patient later stated there was leaking around the ins area. The patient stated they healthcare provider did not know why the device was causing the issues, and they suggested they have the device removed. The patient noted that everything was fine during the trial period. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The caller repeated previously reported information and stated they were upset that they had an implant hanging out of their back. No further complications were reported.